Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient was having a problem with the right ins since it was implanted. They were unable to get their left side tremors under control and it was creating a sensation in their face. Most of the time the patient is able to sleep off the uncomfortable sensation in their face. The ins was turned off by the physicians assistant to try to mitigate the uncomfortable sensation. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the uncomfortable sensation in the face was after the placement of a new battery in (B)(6)2017. They had several years of unsuccessful programming. A manufacturing representative (rep) programmed it last week and greatly increased tremor control while reducing the uncomfortable sensation in the face. The uncomfortable sensation was significantly reduced by the reprogramming.